Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touch screen no longer illuminates when the wake button is pressed or when the pump is plugged into a power source. Customer had elevated blood glucose levels (+300 mg/dl). Customer delivered insulin injections to stabilize blood glucose levels, and stated that they will continue to use insulin injections for continued insulin therapy.